Event description:
It was reported that the tip detached. A v-18 control wire was selected for a procedure in the superficial femoral artery (sfa) to treat peripheral artery disease. The wire was advanced into the anatomy but not yet through the stenosed portion of the vessel. A non-boston scientific balloon was advanced over the wire. The physician wanted to pull back the wire to perform new imaging with the balloon. When withdrawing the wire, the tip detached and remained within the balloon. Another v-18 control wire was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: the guidewire was returned together with a non-boston scientific device. The distal tip of the guidewire was bent and without the polymer jacket. The polymer jacket was not returned. The inner section of the non-boston scientific device was inspected looking for possible residues of the detached section of the guidewire. However, no residues or detached parts were found. No other visual damages were found on the returned device. Dimensional inspection was performed, but the overall length and distal tip outer diameter could not be measured due to the detached polymer tip. The outer diameters of the proximal and middle sections were found to be within specification.

Event description:
It was reported that the tip detached. A v-18 control wire was selected for a procedure in the superficial femoral artery (sfa) to treat peripheral artery disease. The wire was advanced into the anatomy but not yet through the stenosed portion of the vessel. A non-boston scientific balloon was advanced over the wire. The physician wanted to pull back the wire to perform new imaging with the balloon. When withdrawing the wire, the tip detached and remained within the balloon. Another v-18 control wire was used to complete the procedure. There were no patient complications.